Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the atrial lead appeared to be capturing the ventricle and there was no atrial sensing. Atrial capture was not possible even at maximum settings. A chest x-ray did not show dislodgement. The physician elected to program the device to vvi.